Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the dermatome blade was placed on the zimmer dermatome for removing split thickness skin graft from patient's left lateral lower leg (to be used for grafting burn wound on left upper extremity). The scrub nurse unknowingly placed the blade in the device upside down (the lettering on the dermatome that stated "insert with this side up" was the same color as the dermatome and was thus difficult for the user to read). The incorrect placement of the blade allowed for too great of a depth for removing the split thickness skin graft from the leg. The device was given to the surgical resident who did not notice that the blade was not seated correctly in the dermatome device. Resident took approximately 4" of full thickness skin from the donor area before he realized the depth was not correct. It was decided that the full thickness skin graft would be returned to its original position on the lower leg. A new donor site was chosen for the split thickness skin graft. The device was taken apart and the blade position was corrected. The split thickness skin graft was successfully removed from the medical lower leg and used on the left arm wound.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Investigation performed on may 6, 2016. On april 4, 2016, it was reported that the dermatome blade was placed on a zimmer electric dermatome for use in removing a split thickness skin graft from a patient¿s left lateral lower leg. The scrub nurse unknowingly placed the blade in the device upside down. The incorrect placement of the blade allowed for too great of a depth for removing the split thickness skin graft from the leg. The device was given to the surgical resident who did not notice that the blade was not seated correctly in the dermatome device. The resident took approximately 4 inches of full thickness skin from the donor area before he realized that the depth was not correct. It was decided that the full thickness skin graft would be returned to the original position on the lower leg. A new donor site was chosen for the split thickness skin graft. The device was taken apart and the blade position was corrected. The split thickness skin graft was successfully removed from the medical lower leg and used on the left arm wound. The customer did not return the reported device as their investigations revealed that the device worked as it should, however, the problem was an operator error of putting the blade in upside down. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. As noted in the additional information in etq reliance, the surgical technique for the product was not utilized and there were no contributing conditions related to the event. It was stated that there was no extension/delay to the surgery and no alternate device was used in the event. The operating room does not plan to return the reported device as their investigations revealed that the device worked as it should, however, the problem was an operator error of putting the blade in upside down. There are no recommended actions at this time.

Event description:
Additional information received on apr 20, 2016 stated that the surgical technique for the product was utilized. The surgery time was not extended and the surgery was completed with an alternate device.